Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing treatment of an amorphous, unruptured left internal carotid artery (ica) aneurysm with a max diameter of 5 mm and a 8 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 4.5mm distally and 5mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was 112. It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the mid-section of the pipeline would not open despite all troubleshooting/maneuvers to get the 5mm device open. The pipeline was positioned in a bend middle section. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). Once 5x35 was removed and a new device was deployed, the angiographic final result post-procedure was good. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that in order to complete the procedure, the pipeline was removed and a new 5x30 pipeline was deployed without issue. The cause of the failure to open was not determined. There was tortuosity throughout the vessel. Distal and proximal landing zones were straight when the pipeline failed to open. 5x35 pipeline was resheathed in the vessel a couple of times in an attempt to get it to open. The information is confirmed by the physician.